Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. As there were crimped marks on the balloon suggesting that there was a stent crimped onto the balloon at one time, a stent dislodgement was confirmed. It is not likely that the stent was missing from manufacturing as all sds are inspected for proper stent crimping prior to placing the protective sheaths over the stents. It is likely that the stent and the protective sheath were accidentally pulled together during protective sheath removal and the stent was lost on the floor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. The return analysis indicates no product deficiency. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging, when pulling the protective sheath off of the stent of a 4.0x12 rx vision stent delivery system (sds) without any difficulty, there was no stent on the balloon; the stent was not found in the sheath and was unable to be located. There was no difficulty removing the rx vision from the dispenser hoop and the packaging had been confirmed to be sealed prior to opening it. The rx vision was not used in the patient. Another same size rx vision sds was unpackaged and used to complete the procedure without issue. There was no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the rx vision with blood on the device, contrast in the balloon and in the inflation lumen, and a loosely folded balloon. Additional information received indicated that a healthcare practitioner had intentionally inflated the balloon then placed the device in blood that was located on the table; the device was not introduced into the patient anatomy at any time. No additional information was provided.